Event description:
It was reported that the device was used during a pneumonectomy. There was bleeding from the tip of the atw35 staple line on the right pulmonary vein. 3 to 4 staples at the end of the staple line would not form or were missing. The surgeon used an unknown surgical instrument, pressure and overstitching to control bleeding. The patient experienced a cardiac infarction. After the operation the patient died due to cardiac infarction.